Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of the event was 478 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with the insulin pump. The auto mode was not activated at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was performed. The customer will continue the use of the device. The product will not be returned for analysis.